Event description:
It was reported that while preparing for surgery, it was noted that the packaging of the bur would not peel open as specified. It was also reported that the bur was not used on a patient and the sterile area was not compromised. It was further reported that an alternative device was readily available.

Manufacturer narrative:
The device packaging subject to this investigation was not returned for evaluation. Investigation results indicate the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.